Event description:
Laparoscopic cholecystectomy - "the end of the bag burst at the distal end, whilst the surgeon was trying to pull the bag through the defect. The gallbladder was left within the patient, so had to be removed without the bag. The surgeon was mr. (B)(6)." Patient status: "o.k."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the incident unit was returned for evaluation. Upon inspection, engineering found that the bag was detached from the unit. The bag had a tear above the seal at the distal end and showed signs of tension near the burst site. Previous tests have shown similar stretching and breaking in retrieval bags when excessive force and manipulation is used to remove specimens from a small incision. The instructions for use (IFU) state, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." When the incision is enlarged, the specimen can be removed without incident. This document represents our final report.